Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). About two years after the original procedure, the pt started to experience knee pain and the surgeon performed a total knee revision. The surgeon stated the pt now had disease in the lateral compartment of the knee and the pain was due to progression of the disease, and not related to the mako implant system.

Manufacturer narrative:
The surgeon stated the revision was required due to the pt's condition. There is no evidence that the rio or implant system contributed to the event.